Manufacturer narrative:
Testing of actual/suspected device (10/3233 ) to fix the issue, the fse replaced the drive manifold assembly and then completed pm service including all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) unit failed the drive manifold vacuum test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1(B)(6).

Event description:
N/a.